Manufacturer narrative:
On 2/22/2019, mentor became aware that the patient was scheduled for explantation on (B)(6) 2019. On 3/7/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/12/2019, the mentor failure analysis lab has received the device for evaluation. On 3/29/2019, the product investigation was completed. Device investigation summary: upon receipt the device contained clear gel. No foreign material was observed within the device or on the shell surface. During the initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the posterior aspect, measuring approximately 0.1 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 210396, and no non-conformance's related to the reported complaint condition were identified. This record is related to a concomitant device; there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/16/2019, mentor became aware that the patient was scheduled for removal and replacement with a 300cc mentor memorygel breast implant catalog: 3507300mc on (B)(6) 2019. Mentor also became aware that the suspect medical device was a 300cc mentor memorygel breast implant catalog: 3543007 lot: 210396. In addition, mentor also became aware that the concomitant device was a 300cc mentor memorygel breast implant catalog: 3543007 lot: 206308. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with an unknown mentor gel breast prosthesis, experienced rupture on the ride side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.